Event description:
On (B)(6) 2011, patient reported having concerns with the buttons on her infusion device. Patient stated, she does not think she is getting the correct insulin. Patient reported sometimes, the buttons are sticking and may not be giving the correct amount of insulin. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.